Event description:
In 2006 a clinical incident involving a tristar 50 arthrovand was reported to arthrocare corporation. Following an arthroscopy procedure of the knee, a part of the tip of the wand was reported to have detached and the physician attempted to retrieve the fragment. The fragment was not found. An x-ray was taken and confirmed the fragment remained in the posterior inferior recess of the pt's knee. No pt injury was reported. There are no plans to reoperate to remove the fragment.